Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: trocar valve is broken by passing a clamp and let out the pneumo. Another device of the same batch was opened, which also had the same fault, but takes a little more before breaking. Continuing the surgery with the trocar in poor condition. No unanticipated tissue loss. No unanticipated extension of the incision by more than one inch. No unanticipated blood loss of 500cc or more. Surgical time was not delayed by more than 30 minutes due to the product problem. Device fragment did not fall into the pt cavity. Difficulty did not result in unintended colostomy, formal laparatomy, re-operation. Current pt status: ok.